Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 597 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of vomiting, smell of ketones. The customer was treated with pump. The customer was unable to complete troubleshooting. The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 442 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to rewind pump, rewind reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer stated the pump did not alarm no delivery. The customer was stated the pump is working as designed.